Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating the steps taken to resolve the event were that they had an appointment on (B)(6) 2020 with their doctor and a representative, and the event had been resolved. The patient also reported that the return of symptoms had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated that "they don't think it's working, everything was working until about 3 weeks ago" ((B)(6) 2019). Patient stated that she has been going to the chiropractor even before this started, and also has recently been through a walmart "security thingy". The patient reported loss of therapy. The patient was asked what device the chiropractor has been using, and she stated it's a "laser activator, it's like a thing that thumps, but they told him not to hit my stimulator". Patient didn't think this device was diathermy. The patient services reviewed lasers can interfere with settings, as well as airport/security devices. Patient synchronized, and reported that stimulation is on, at 3.0v. Patient stated she doesn't want to raise stimulation up anymore because if she does it will be uncomfortable. There were no further patient complications are anticipated or expected as a result of this event.